Event description:
The facility representative contacted baxter to report an infusor that leaked into the overpouch. The connection port came away from the line. The device was infused with benzyl penicillin 7200 milligrams and 0.9% sodium chloride diluent. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred before patient use. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. This is a single use device and was discarded. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.